Event description:
It was reported that the right ventricular lead continually dislodged. The dislodgement was discovered during a patient follow-up visit. The lead was repositioned multiple times during two separate surgeries and was finally explanted when the helix was unable to be retracted after multiple attempts. The patient had no issues related to the surgical procedures and was seen for follow-up by implanting physician.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.